Event description:
It was reported that during a laparoscopic cholecystectomy the clip fell off the gallbladder and bile spilled. A suction and irrigation device was opened to facilitate bile removal from pt. The event did not change the original intent of the procedure. There was no pt consequence.